Event description:
This iliac artery angioplasty procedure was performed in (B)(6). During the procedure of peripheral angioplasty, the physician began to deploy the stent. Part of the sheath of the protege gps stent stopped and did not move. Consequently while the physician was attempting to deploy the stent the deployment system of the stent broke. There was successful release (the stent stayed implanted in the patient), and the doctor decided to place another stent of a different brand inside of the protégé gps stent that was already just implanted. The procedure ended without complications for the patient. The deployment system had a piece hanging off of it. Evaluation of the returned device found a clear plastic ribbon exiting the outer sheath.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.